Manufacturer narrative:
G4:28apr2021; b4:28apr2021. Multiple good faith efforts were made to obtain information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(4) 2021. Date of report: 12mar2021.

Event description:
The customer reported that the device had multiple alarms sounding. The customer reported there was no patient involvement at the time the issue was discovered.